Event description:
During an unknown procedure, the unit starting smoking, shut off unit and used a backup to continue the case.

Manufacturer narrative:
Investigation of the returned device whereby a visual inspection was performed on the product and no damage was found. Complaint of smoke could not be duplicated. Product passed functional testing and high speed testing (100-10,000 rpms) with 3 different type blades installed. Unit passed functional tests on both dyonics power and dii test control units with and without footswitch. Noise level and current draw of motor was normal during functional testing. No smoke appeared during functional testing. No problem found. (B)(4).